Manufacturer narrative:
The lead was returned following unrelated infection. As received, a partial lead was returned in two pieces. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection found an external insulation abrasion breaching the optim sheath proximal to the suture sleeve impression consistent with friction to device can. The silicone insulation was found intact at this location. All other damaged found is consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.